Event description:
It was reported by the sales rep that the oil was observed on the saw after sterilization. There was no patient contact and no adverse consequence as a result of the oil leaking. There were no reports of any adverse patient event associated with this malfunction.

Manufacturer narrative:
On april 2, 2009, the saw involved in the reported event was evaluated. During the evaluation, the technician was unable to duplicate the reported event; the saw performed within specifications. The sag head assembly on the saw was replaced, then the saw was returned to the customer.